Event description:
The initial reporter stated they received discrepant results for one patient sample tested with total protein (tp2) on a cobas pro c 503 analyzer. The initial result was 37.7 g/l and the repeated result was 72.5 g/l. The tp2 reagent lot number was 59947001 and the expiration date was 31-mar-2023. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
Based on the precision check, calibration, and qc data a general reagent issue could be excluded. The investigation determined the event was consistent with pre-analytical handling issues. A field service engineer replaced the sample probe due to poor sample quality. No further issues were reported after the service visit.